Event description:
While troubleshooting a startup background problem on the coulter lh750 hematology analyzer with bci call center, a fluid leak was discovered in the diluter. The customer was wearing all appropriate ppe at time of event and there was no exposure to open wounds or mucous membranes. There is an exposure control or risk management plan in place at the facility. Material safety data sheets (msds) were not reviewed, but are readily available. Medical attention was not sought and there was no splash, spray or injury to the customer. There was no death, injury or change to patient treatment attributed or associated to this event.

Manufacturer narrative:
Bci field service engineer (fse) assisted the customer's bio-med engineer over the phone with locating and repairing a leak at pinch valves vl4b and vl4c where the tubing had worn through. Root cause for the leak can be attributed to the worn tubing at pinch valves vl4b and vl4c.